Manufacturer narrative:
Unable to determine if there was a malfunction of the quad link. Multiple attempts have been made for additional information. If additional information should become available, this record will be updated accordingly.

Event description:
Dealer called to do a quote for a replacement chair and stated did not want quad link on chair due to end user claimed it broke off once and he ended up with a broken leg. Dealer advised has no idea how this happened and could not provide any further information in reference to this issue. Update from consumer affairs on 5/23/2016: the dealer stated the end user called about his motor issue and mentioned that a while back he was getting out the chair, he got caught up on the quad link and fell and broke his leg. No other detail of the alleged incident were given. End user did not want a call or to be bothered with this. No further information available or provided.